Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she woke up with high blood glucose. Customer's blood glucose was 598 mg/dl, 597 mg/dl, and 542 mg/dl. Customer's blood glucose at time of call was 599 mg/dl. Customer went to bed with blood glucose 59 mg/dl. After troubleshooting, customer was advised a tubing clamp will be sent to perform high pressure test. Customer will not be returning the device for analysis.